Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(6).

Event description:
The customer reported via telephone call that the blood glucose reading was 50 mg/dl. The customer treated with cookies and brought the blood glucose reading up to 124 mg/dl. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump was not exposed to a strong magnetic field. The customer also reported high blood glucose and declined troubleshooting. The insulin pump was not replaced or returned for analysis.